Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 75-year-old female who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. On day 1 of support, while in the intensive care unit, there was difficulty identifying the pedal pulse with doppler and concern for perfusion to the left leg. A fem-fem external bypass was performed. Later that same day, the left leg was warm with good perfusion. On day 6 of support, the device was explanted. Limb ischemia is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name updated g1 MFR contact fax number added h6 component code changed from g04105 to g07003 the investigation for ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.